Event description:
The customer reported that the unit was locking up during user initiated opcheck. The unit would remain locked up and nonfunctional until the power source was removed and reapplied.

Manufacturer narrative:
The customer reported that the unit was locking up during user initiated opcheck. The unit would remain locked up and nonfunctional until the power source was removed and reapplied. Philips evaluated the unit, confirmed the failure, and resolved the failure by reloading the software. The cause of this software corruption failure cannot be determined.